Event description:
Patient reported infusion set patch did not stick to skin upon insertion event on 04-mar-2026. This led to high blood glucose and was treated with correction bolus via pump. Patient replaced infusion set and resumed insulin deliveries successfully.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.